Event description:
The lay user / patient contacted lfs on november 8, 2009 alleging inaccurate high readings on her one touch ultra mini meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter for the patient to contact lfs to obtain further clinical information. The patient tested her blood glucose on event date and obtained a 268 mg/dl. Approximately 10 minutes later, she developed symptoms of blurred vision, shakiness and feeling weak. She tested on another device less than 30 minutes later and obtained a 209 mg/dl. She then took her usual dosage of glucazide and a pack of sugar. The patient did not seek any further medical attention or contact her physician. While troubleshooting, customer care advocate (cca) found out that the meter had been miscoded. When a meter is miscoded, it may lead to false blood glucose readings. The testing technique of applying blood on the test strip was also incorrect. Products were replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, whether it is usual for her to exhibit symptoms of feeling shaky and weak with an elevated blood glucose reading, what kind of symptoms she experience when her readings are either high or low, and how long meter was set to the incorrect code number. The complaint is being reported since the patient alleged due to the elevated readings, she exhibited symptoms of feeling shaky, weak and blurred vision and self-treated with sugar based on her symptoms.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.